Event description:
The customer reported that there was a communication error message. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The calibration files were installed during the svc call. The sys was tested and found to be working as intended and put back onto svc.